Manufacturer narrative:
(B)(4) concomitant medical products: unk trilogy shell. Unk bi-metric stem. Catalog#: 11-363665 36mm cocr mod hd +9mm lot#: 378500. Catalog#: 00625006540 bone screw self-tapping 6.5 mm lot#: 61563834. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00218, 0001825034-2020-00651.

Event description:
It was reported that the patient underwent a 3rd revision procedure of the left hip approximately 4 years post implantation due to due to pain, loosening, and elevated metal ions. An apparent pseudotumor, alval, and necrotic tissue were debrided, and osteolysis noted. The stem remained, and all other components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable. The initial report was forwarded in error and should be voided.